Event description:
Received letter on january 13, 2015 that stated on or about (B)(6) 2013, the power wheelchair caught on fire by itself while it was unplugged, unused, and not operating. The power wheelchair was destroyed and also did damage to the property.